Manufacturer narrative:
The returned inserter shaft was evaluated. The tip was found to have fractured off. The cause was likely attributed to off-axis forces placed on the device during implant insertion which led to the fracture at the smallest cross-section of the inserter tip outside of the attached implant. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the inserter broke off within the spacer's thread hole during surgery. The fragment was unable to be removed so remains within the patient. There was no further patient impact reported with this event.